Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: a review of the black box indicated no insulin delivery interruption. A review of the total daily dose (tdd) indicated that the tdd basal history matched the user¿s basal settings. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1unit per hour basal rate with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A 10unit normal bolus and a 10unit audio bolus were performed successfully and were accurately recorded in the pump histories. The complaint of an inaccurate delivery issue could not be confirmed or duplicated during investigation. Unrelated to the complaint, investigation revealed that the display screen was dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 215, the reporter contacted animas and alleged that the patient had been hospitalized on (B)(6) 2015 with a blood glucose of 1100 mg/dl, thirst, frequent urination, nausea, vomiting and symptoms of dehydration. No ketones were present. Patient had no other health conditions or any other medications that may have contributed to the event. Patient was treated with insulin via pump and IV fluids. During troubleshooting, customer support found that the basal history does not match active basal program. Cs advised patient to use an alternate insulin delivery system. This complaint is being reported because cs considered there to be an inaccurate delivery issue with the pump and the patient experienced hyperglycemia.